Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient stated the implantable neurostimulator (ins) didn't work, and the trial had worked 100% but they were getting no relief with the permanent implant. The patient stated they had incontinence, leakage, and everything. The patient stated they weren't able to feel stimulation but when they first turned on the programmer they felt the stim. The patient was on program #1 at 1.9v. The patient noted they had been reprogrammed twice, most recently three weeks ago. The patient had increased it to the point it hurt and left it there for an hour and it didn't do anything for them. The patient didn't want to go back to their doctor and asked for listings. The patient later reported they would see a new physician (B)(6) 2016, no steps were taken to resolve the issue, and the device was no use as is.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient. It was reported troubleshooting performed related to the incontinence and leakage included a post-void residual and urine culture. The hcp noted the device had been placed by a different hcp. The actions/interventions taken to resolve the symptoms included a trial of elmiron. The hcp reported the probable cause of the symptoms was interstitial cystitis and the symptoms had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.